Manufacturer narrative:
The physician has confirmed that the distal embolisation was not associated with the use of the export aspiration catheter.

Manufacturer narrative:
Authors: vasim farooq, patrick w. Serruys. Journal: coronary interventions. Article title: forward and back aspiration during st-elevation myocardial infarction: a feasibility study. Issue: 2016;11:e1639-e1648 published online e-edition april 2016 reference: doi: 10.4244/eijv11i14a315. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that an export aspiration catheter was ineffective in removing a large thrombus load, however, the author reported that the device did not malfunction. The thrombus was too large to allow for successful aspiration using the export catheter. The thrombus was in the rca. Predilation was not performed. A bail-out guideliner assisted aspiration thrombectomy with balloon assistance was carried out. The procedural outcome was complete distal embolisation to plv branch following bail-out balloon-assisted guideliner aspiration thrombectomy due to the balloon being inflated in the pda, and thereby only protecting this vessel. This warranted further conventional aspiration thrombectomy (export aspiration catheter) to the plv to restore flow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.